Event description:
On may 2002, the customer reported that following a diagnostic catheterization procedure, a vasoseal es was deployed. The patient was discharged with no pulses in the foot and was diagnosed with peripheral vascular disease. The patient had no pulse in the foot prior to the catheterization procedure. The patient was re-admitted to another hospital four days post deployment, complaining of pain and with no pulses in the foot. The patient was scheduled for surgery the same day. No further details were provided. Six days later, the hospital reported that collagen was found intra-arterially. The date of deployment was in 2002 and the patient was re-admitted to the hospital on event date. No further details were provided.